Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No button error alarms occurred. Unit returned with broken reservoir tube lip, broken battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 282 mg/dl. Troubleshooting was performed. The device was returned for analysis.